Event description:
The customer reported that the device was not sealing properly. It is not known if regrasp alarms or endtones were heard. Another lf4318 device was opened and used to complete the procedure without further incident. There was no patient injury.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily, and endtones were heard, indicating completed seal cycles. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.